Event description:
The hospital reported that during endoscopic vein harvesting procedures, four short port btt black inflation valves dislodged. As a result, the balloons would not remain inflated. The black inflation valve on the fourth short port btt popped out completely and hit the floor. Replacement units from accessory kits were used to complete the procedures. The hospital did not report any pt complications. Since the exact date of each event and the quantity of devices used in each case were unk, all four btt ports will be documented under one case. This report is for the first device.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).